Event description:
It was reported that the patient experienced aseptic loosening and break of polyethylene. Update: osteolysis of the posterior medial femoral condyle was noted as well.

Manufacturer narrative:
An event regarding aseptic loosening and polyethylene break involving a scorpio femoral component was reported. Medical review confirmed osteolysis noted around the femoral condyle. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "osteolysis of the posterior medial femoral condyle was noted as well. The primary harm involved is aseptic loosening of the tibial component of a cruciate retaining tka with marginal fracture of the poythylene insert. Xray taken prior to the revision show the tibial implant has subsided in to a varus position with obvious loss of fimplant fixation to the bone. The translational and angular deformities with asymmetry of the joint space indicates instability and ligamentous laxity is present. It is not known if this instability was present before the aseptic failure but this would be one of the factors that could lead to not only loosening but also traumatic or fatigue fracture of the polyethylene. There is no evidence for defect in the implants or their manufacture." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: review of medical records by a consulting clinician confirmed osteolysis noted around the femoral component, however the root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient experienced aseptic loosening and break of polyethylene.

Manufacturer narrative:
An event regarding loosening involving a scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient experienced aseptic loosening and break of polyethylene.